Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned coronary treatment, which was aborted (including delay >20 minutes or discontinued) by forced shutdown and startup of flex vision pc, which does not start correctly when the computer is turned on. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up. Review of the log file showed a malfunctioning flex vision pc. Upon troubleshooting, fse installed the new pc, but a replacement arrived with boot problems. The hard drive and motherboard cannot turn on correctly. To resolve the issue, fse replaced flex vision pc and reloaded the complete software pc. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the flex vision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.